Event description:
Additional information was received from the patient. The patient stated that they were in a trial and mentioned that they have always had problems with their bowel movements. The patient stated that yesterday they had a small bowel movement, but this morning when they had a bowel movement they didn't think they were going to stop. Then the patient found a piece of gauze with blood on it, and they noticed part of their back was hurting. The patient also noticed that one of the test stimulation cables (the white one) was loose and falling down. Agent redirected the patient to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 306001 implanted: (B)(6) 2025 product type screening device product ID 306001 implanted: (B)(6) 2025 product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 306001 mplanted: (B)(6) 2025 product type screening device product ID 306001 implanted: (B)(6) 2025 product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that they had a big bowel movement. Patient stated that the big bowel movement hurts like hell and that the "white cord" doesn't seem to be connecting. Agent offered to walk patient through lowering their stimulation, but patient did not have their programmer at the time. Patient seemed to feel very uncomfortable and distraught during the time of the call and they stated that they will just call back once they find the programmer. Agent did not ask for further information due to the nature of the call.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence, urge incontinence, and urgency frequency. It was reported that the trial was initiated on (B)(6) 2025. It was reported that their incision site was hurting today, they were in pain. There are 2 wires also that were loose and they were not sure if it was connected. Troubleshooting was performed and checked the programmer to see if it I connected. There was a message indicating lead not connected. The cause of the event was known and the lead was not attached to the ens, the patient was waiting for the representative to attached the lead to ens. The issue was not resolved and it is still ongoing.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 306001 (lot: unknown); product type: 0215-screening device; implant date (B)(6) 2025; brand name interstim; product ID 306001 (lot: unknown); product type: 0215-screening device; implant date (B)(6) 2025; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.